Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec gripper plus safety needle broke off when pump was disconnected from the patient. The gripper was intact and working properly until removal. No injury was reported and event was considered resolved.